Manufacturer narrative:
(B)(4). Journal article details; title: results of chimney endovascular aneurysm repair as used in the pericles registry to treat patients with suprarenal aortic pathologies authors: gergana t. Taneva, md, frank j. Criado, md, phd, giovanni torsello, md, phd, frank veith, md, phd, salvatore t. Scali, md, phd, paul kubilis, md, phd, and konstantinos p. Donas, md, phd journal of vascular surgery, 2019 doi: https://doi.org/10.1016/j.jvs.2019.08.228. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in a patient group for chimney endovascular aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group.   The following adverse events were observed in the patient group: reintervention chimney stent occlusion (renal and sma) stent occlusions chronic renal function deterioration acute renal failure transient ischemia attack or ischemic stroke ruptured aneurysm patient deaths were also reported, however it was noted in the article that none of the abdominal endografts showed association with the deaths.